Manufacturer narrative:
Confirmed that the olecranon plate box contained a medial humorus plate. Additional mdrs associated with this event: 3025141-2021-00002: plate 2.

Event description:
While trying to implant a 5 hole olecranon plate into the patient's elbow, the package with the plate contained a 9 hole long locking medial plate. This mix up caused a 30 minute delay in surgery.